Event description:
It was reported that during routine testing, it was discovered that the sagittal saw attachment device was not working. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries or medical intervention associated with this event. The date of the event was unknown; however, the reporter stated that the event was discovered on (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. If additional information should become available, a supplemental medwatch report will be sent accordingly.